Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported burning smell of the pdm. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that there pdm had a burning smell while charging. The pdm also had issues not holding a charge. The patient describes the smell as an electrical fire smell. There was nothing unusual with the about the device and did not look different. The pdm did feel warm when charging.

Event description:
It was reported by the patient that there pdm had a burning smell while charging. The pdm also had issues not holding a charge. The patient describes the smell as an electrical fire smell. There was nothing unusual about the device and did not look different. The pdm did feel warm when charging.

Manufacturer narrative:
Correction to b(5) from "it was reported by the patient that there pdm had a burning smell while charging. The pdm also had issues not holding a charge. The patient describes the smell as an electrical fire smell. There was nothing unusual with the about the device and did not look different. The pdm did feel warm when charging." To now "it was reported by the patient that there pdm had a burning smell while charging. The pdm also had issues not holding a charge. The patient describes the smell as an electrical fire smell. There was nothing unusual about the device and did not look different. The pdm did feel warm when charging."